Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from a hole in the patient line tubing during dwell 5 of pd treatment. The patient did not receive any alarm from the cycler. It is unknown when the leak began. There was no fluid leak observed within the cycler. The patent's contact was advised to notify the peritoneal dialysis registered nurse (pdrn) that the patient would not be completing their treatment. Upon follow up, the patient's contact confirmed the treatment was not completed with an alternate treatment plan. They indicated that they believe the patient line might have gotten caught on the recliner but could not confirm that is exactly what caused the leak. The hole was on a kink in the patient line. The contact was not sure how far the kink was from the catheter connection end of the patient line. There was a puddle of fluid in front of the patient¿s feet. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the customer was discarded and a companion sample is not available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from a hole in the patient line tubing during dwell 5 of pd treatment. The patient did not receive any alarm from the cycler. It is unknown when the leak began. There was no fluid leak observed within the cycler. The patent's contact was advised to notify the peritoneal dialysis registered nurse (pdrn) that the patient would not be completing their treatment. Upon follow up, the patient's contact confirmed the treatment was not completed with an alternate treatment plan. They indicated that they believe the patient line might have gotten caught on the recliner but could not confirm that is exactly what caused the leak. The hole was on a kink in the patient line. The contact was not sure how far the kink was from the catheter connection end of the patient line. There was a puddle of fluid in front of the patient¿s feet. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the customer was discarded and a companion sample is not available to return for physical evaluation by the manufacturer.